Event description:
Description of event according to initial reporter: "no operative issues. Upon follow up (B)(6) 2022 there is "intralumenal dangling thrombus." History of thoracic coarctation repair at age (B)(6). Developed subsequent proximal descending thoracic aortic pseudoaneurysm. Given risk of rupture, underwent elective tevar placement on 17dec2021 with cook zenith alpha zta-p-26-105-w routine post-op imaging on (B)(6) 2022 shows intraluminal dangling thrombus. Initiated on oral anticoagulation. No evidence of embolic events. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: district manager. PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported by phone that a 54-year old female patient with thoracic aortic pseudoaneurysm underwent tevar, where a cook zenith alpha zta-p-26-105-w was implanted on (B)(6) 2021. On routine post-op imaging on (B)(6) 2022 a intraluminal dangling thrombus was noticed. The patient initiated on oral anticoagulation. No evidence of embolic events. Review of the device history record gave no indication of the device being produced out of specifications. A postoperative CT study was provided and reviewed by an imaging expert. The intralumenal thrombus could be confirmed. The following is the imaging reviewers¿ findings and impressions; ¿there is focal dense calcification of the aortic wall at the neck of the psa (pseudoaneurysm). This is where the graft thrombus is localized. Though there does not appear to be any significant stent narrowing at this level, the dense focal aortic calcification could be causing graft wall irregularity here¿ and ¿sagittal and axial views show focal mural thrombus at the mid zta graft extending into the aortic lumen. This graft thrombus is adjacent to the dense aortic wall calcification at the neck of the psa (pseudoaneurysm).¿ furthermore, the imaging reviewer describes ¿the cause of this thrombus cannot be determined from the limited imaging provided. There does not appear to be any curvature or angulation of the graft or any significant caliber change or stent narrowing. Only a single aortic diameter measurement is shown but based on this the zta graft does not appear to be oversized¿. A query to the imaging reviewer was placed requesting whether the coarctation repair that the patient had as 9-year-old could have had an impact on the event. The imaging reviewer responded ¿I am assuming the coarctation repair was at the descending ta where the psa (pseudoaneurysm) is located. The repair could definitely have an anastamotic stricture, for example, that could result in a focal caliber change in the graft¿ but this could not be determined from the provided images. Per the instructions for use; land the proximal and the distal ends of the device in parallel aortic neck segments without acute angulation (> 45 degrees) or circumferential thrombus/calcification to ensure fixation and seal. The instructions for use also states that thrombosis is a potential adverse event. Based on the provided information and the imaging review of the limited provided images, it is unknown if the coarctation repair and the calcification could have had an impact on the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.